Event description:
Incident as reported: oophorectomy - "surgeon placed ovary in bad attempted to remove. Bag was opened to debulk with grasper. Surgeon then reclosed bag and tried to remove again. She used clamp to stretch fagha. Then she worked bag by tugged back and forth when bag broke. Place second bag and removed specimen. Surgeon was unsure if all of bag was recovered. May have been a small piece left. Surgeon felt this was ok." "Patient seemed to be ok. No intervention was needed. Surgeon to keep an eye on status of patient."

Manufacturer narrative:
Product is not being returned for evaluation. Incident is currently undergoing engineering evaluation. More information will be provided once it is available.